Manufacturer narrative:
Per the clinic, the patient experienced migration of the electrode array. The patient was also hospitalized for administration of IV antibiotics (specific date and duration not reported). Device analysis report attached.

Event description:
Per the clinic, the patient experienced burns with inflammation, followed by a sensation of distortion of sounds in the right ear. The patient also reported decreased in performance. Subsequently, the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.